Event description:
Treatment of a non-ruptured bi-lobed aneurysm located in the anterior communicating artery. The patient was not on dual antiplatelet therapy before, during, or after the procedure. Five days prior to the procedure, the patient had a tracheostomy and decompressive craniotomy due to hydrocephaly, prolonged, orotracheal intubation, and failure in the ventilator weaning. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil prematurely detached as it was advanced into the aneurysm with approximately 10cm of the coil left. An attempt was made to recover the coil, but it moved to the middle cerebral artery. A decrease in blood flow was noticed in the right anterior cerebral artery and the right middle cerebral artery. The coil could not be recovered and remained inside the patient. On (B)(6) 2014, the patient expired. The physician believes the cause of death was due to sepsis and hydrocephaly, which was the cause of impairment and entrance to the hospital. There was no rupture of the aneurysm during or after the procedure. No further information was available.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient. (B)(4).